Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an unknown system controller exchange was confirmed via the submitted log file. On (B)(6) 2025, the submitted log file captured the controller being put into use. This suggests the prior controller was exchanged on that date. The pump ramped up to speed as intended after the driveline was connected. The pump operated in the expected range for the remainder of the log file. There were no other notable events captured in the relevant event date range. Multiple attempts were made to obtain additional information regarding the controller serial number, the reason for the controller exchange, and if any product will be returned; however, no additional information has been provided and to date, no product has been received for further analysis. A root cause for the reported event was not conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the heartmate ii system controller not being reported. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate ii lvas IFU, rev. A heartmate ii patient handbook, rev. A are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve all alarms on the system controller. Section 2 of the IFU, entitled ¿system operations¿, provides instruction on how to exchange the system controller and advises the user to have a caregiver present during a system controller exchange and/or to call a hospital contact if instructed. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files were submitted for review which captured driveline disconnect alarms on (B)(6) 2025.

Manufacturer narrative:
Section d4: the serial number has not been provided, and the UDI is representative of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.